Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('damaged my fallopian tubes'), device expulsion ('one of the springs has migrated / migrated to uterus') and endometrial ablation ('uterine ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pyrexia ("high fever") and vomiting ("vomiting") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device expulsion, endometrial ablation, abdominal pain, pyrexia and vomiting outcome was unknown. The reporter considered abdominal pain, device expulsion, endometrial ablation, fallopian tube perforation, pyrexia and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('damaged my fallopian tubes'), device dislocation ('one of the springs has migrated / migrated to uterus') and endometrial ablation ('uterine ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pyrexia ("high fever") and vomiting ("vomiting") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, endometrial ablation, abdominal pain, pyrexia and vomiting outcome was unknown. The reporter considered abdominal pain, device dislocation, endometrial ablation, fallopian tube perforation, pyrexia and vomiting to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.